Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The unit came in with a reported problem of error 1162. The failure is confirmed through related notification and replicated in-house. The unit was tested on an in-house system in normal mode where the issue was not replicated showing no errors. The unit was also tested on the psc fixture test platform (pftp) where the issue was not replicated with all related tests passed. After a further investigation, fluid intrusion was found on insertion: axes controller spar cannula (acsc), chipencoder virtual absolute (cva). System logs confirmed error 1162 on axes controller spar (acs) pointing to the cannula. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci assisted sleeve gastrectomy surgical procedure, the customer contacted a technical support engineer (tse) to report 1162 error on universal surgical manipulator (usm). Tse verified 1162 error on usm2. Tse walked customer through a hard power cycle and emergency power off (epo) of the patient side cart (psc), but error persisted on power up. Customer was planning to proceed with procedure utilizing three usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure when ports were placed. The system initially powered on without any issue. The procedure was completed using three arms robotically. No patient injury was reported.